Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): mcs-p3-29 transcatheter aortic valve, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was right atrial lead undersensing. The lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.